Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter broke or separated. Can you please provide an exact date of event10-30-2025. Could you please provide a further description of the issue? Went to flush 22g IV in patient's left forearm and it immediately sprayed saline out of IV site; upon inspection, it was noted that cannula was broken off at the hub of IV. Palpation noted no real firm area surrounding site. Anesthesia then used ultrasound at site to try and locate cannula.